Event description:
No additional information.

Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: unknown. Batch#:unknown. It was reported that the bd needle had a needle shielding failure. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We have had a few issues with the bd safety needles. The safety on the needles, 25g x 1¿ needles did not lock properly. I wanted to make you aware that this has happened in our office a handful of times and is being tracked by our organization.